Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy, silicone migration.

Event description:
Patient reported "silicone adenopathy" on ultrasound and "enlarged axillary lymph nodes" on MRI. Device was explanted.

Manufacturer narrative:
Device photo is available, device not received in the lab. Device photo analysis: . Visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Physician reported right side "serious health conditions that have been caused from the implant", extra-capsular rupture with leakage into lymph nodes, prominent/enlarged axillary lymph nodes and recall. Device has been explanted.

Manufacturer narrative:
Continued e.1. Email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extra-capsular rupture with leakage into lymph nodes".

Event description:
Healthcare professional reported right side "serious health conditions that have been caused from the implant", "extra-capsular rupture with leakage into lymph nodes", and "recall". Device remains implanted.